Event description:
Patient presented to the physician with tongue swelling, slurred speech, and headaches post-implant procedure. Physician prescribed two courses of steroids. Patient returned with persistent symptoms, now also reporting jaw and ear pain. Physician prescribed a second course of steroids. Physician will re-evaluate in four weeks to assess treatment response and determine next steps.